Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was an impedance issue. C <(>&<)> 1 was at 2051 ohms. The caller indicated a lead revision on monday, the healthcare provider (hcp) was testing impedances for the lead position. The impedance on c <(>&<)> 1 was 2051 ohms, which was due to labeling they were unable to do the MRI. No patient symptoms or further complications were reported as result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The impedance issue occurred on (B)(6) 2018. They were unable to determine the cause of the impedance issue and the lead revision, noting that it was a discrepancy and not necessarily an impedance issue. The discrepancy was not resolved. The patient weight remained unknown.